Event description:
It was reported that the patient received an error message on his insulin pump which he was not able to resolve on his own and was without insulin for two hours. During the two hours, the blood glucose level was rising up to 350 mg/dl and the patient´s father-in-law called an ambulance. The patient was admitted to hospital where he received an unknown treatment. At the time of the report, the patient was still in hospital. The error message e-11 prevented the device from functioning as a certain condition was met (designed fail safe). The user manual describes how to solve the error message e-11 and patient´s father-in-law stated that the infusion device was working as intended after he was able to resolve the error.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.